Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-08068. It was reported the patient experienced pain, inflammation and redness at the ipg and lead incision site. The physician opted to perform an exploratory surgery on (B)(6) 2018 and found a seroma at the ipg site. As the patient was still feeling pain at the right side near the thoracic incision, the patient requested to have the scs system removed. Therefore, the physician explanted the system.